Event description:
Procedure: closure of abdominal defect. According to statements from the reporter: the product was implanted to close abdominal wall defect and damage control laparotomy, skin closed at re-examination permacol found torn - 4 cm long and 5 cm from suture line. Removal and wound vac applied, to correct problem. The current patient status is deceased.